Event description:
The customer reported that the system's silhouette of the module would not display. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. In order to repair the subtraction function, the software configuration was checked and the cine hard driver connection was tightened. The system was tested and found to be working as intended and put back into service.